Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is not distributed in the united states, but is similar to device marketed in the USA. A review of the device history records was performed and no complaint related issues were found. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn.

Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: a piece of metal shaving was on the screw. While setting up the epoca revision set, the or team found a piece of metal shaving on the extraction screw (conical). This piece of metal shaving was found in the nut of the extraction screw but it was unclear where it came from. The piece of metal shaving was taken away from the instrument and the instrument was used for the procedure. The product was never used before and it was detected while unpacking the article. It appears there was a problem in the production process or quality. Only the metal shaving was sent for investigation. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
The manufacturing evaluation visual inspection revealed only the metal shaving was received. According to the received picture a piece of metal shaving at the quick coupling end was detected. The metal shaving originated during the manufacturing process (turning).the warehouse stock was checked and no irregularities were found. In addition we are not aware of any further complaints with this article concerning this occurrence; therefore we classify this incident as an isolated case. This complaint has been determined to be valid.